Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft thrombus could not be confirmed through this evaluation. Review of the submitted log files confirmed low flow alarms. Although a specific cause for the low flow alarms could not be conclusively determined through this evaluation, the account reported that the alarms were due to the outflow graft thrombus and resolved with treatment. Additionally, a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure (rhf) could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2023, per the timestamps. Low flow hazard alarms were captured throughout the file. No other notable events or alarms were observed, and the pump appeared to function as intended at the fixed speed. The patient remained ongoing on hm3 lvas, serial number (B)(6), until they ultimately expired on (B)(6) 2024. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including device thrombosis and right heart failure, which may be associated with the use of heartmate 3 lvas. This section also addresses pump parameters, including flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having frequent low flow alarms (lfas) that started at around 4:00 pm on (B)(6) 2023. It was noted that the controller time was off by an hour but had since been synced up. Log file review was requested and captured persistent low flow events throughout the log with flow noted as low as 1.5 lpm. It was also noted that the pulsatility index (pi) valued were on the lower side in the 2-3 range and were non-variable. Technical services noted that this pattern is typically indicative of a potential obstruction in the left ventricular assist device (lvad) circuit. There was a concern for right sided failure. Additional information was received and the cause of the lfas was noted to be outflow graft obstruction due to thrombosis formation per computed tomography angiography (cta). The patient presented with fatigue, and the lfas resolved with tissue-type plasminogen activator (tpa) treatment. It was also noted that a mild to moderate right heart dysfunction existed pre-lvad implant, and that the device did not contribute to the right heart failure. The patient was placed on extracorporeal membrane oxygenation (ECMO) with treatment ongoing. As of (B)(6) 2023, tpa treatment was ongoing with partial resolution of the thrombus.